Event description:
Pt was receiving a cardiac cath. After the procedure was completed, the staff encountered resistance when attempting to remove the sheath. The physician was notified and re-threaded a guide wire and dilator into the sheath and removed them as a unit without difficulty. After the sheath was removed, it was noted that a portion of it had torn and was retained in the pt's artery. A vascular surgeon was consulted and the pt was sent to another facility for surgery, and the retained portion of the sheath was recovered without difficulty.